Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for malignant pain and breast. It was reported that the patient went into the doctor's office on (B)(6) 2016 and they told her the pump had run out of medication. It was noted she did not even know it. The patient had a burning sensation in her nose and was able to smell a chemical smell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.